Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing and farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that ongoing atrial undersensing was noted with inappropriate atrial pacing being delivered as a result. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing and farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing and farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that ongoing atrial undersensing was noted with inappropriate atrial pacing being delivered as a result. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient implanted with this pacemaker presented to the hospital with complaint of shortness of breath (sob) on exertion. Interrogation of the device with a programmer noted ongoing atrial undersensing that was causing intrinsic ventricular beats to be labeled as premature ventricular contractions (pvcs). Technical services (ts) discussed potential programming options. A health care professional (hcp) planned to discuss the programming options with the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information was requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.